Manufacturer narrative:
The specific root cause for the patient's right heart failure and gi bleeding, and correlations to the lvad could not be conclusively determined as the device was not returned. No further information is available at this time. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient expired with worsening right heart failure, ECMO. The patient failed all subsequent attempts to wean from ECMO. He became increasingly hypotensive and had gastrointestinal bleeding and hematochezia. The patient remained unresponsive after removal of sedation and eeg was compatible with severe encephalopathy. The patient became asystolic and did not respond to pressors. An autopsy was performed and it was reported that the information provided is what was found.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.